Manufacturer narrative:
Concomitant medical products: 5076-52, lead. Implanted: (B)(6) 2008. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had an alert triggered for low pacing impedance. The rv lead remains in use. No patient complications have been reported as a result of this event.